Event description:
It was reported that when using the bd pyxis¿ medstation¿ es locking device attached to refrigerator for remote stock was not detected. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis lock was failed. A field service engineer (fse) inspected and confirmed that the remote manager cable had been damaged by a cart or similar object, causing the standoffs to break and the cable to disconnect from the housing. This was determined to be an external cause, not a pyxis equipment failure. The fse removed the broken standoff pieces from the card and cable connector, then transferred standoffs from the output port of the remote manager control board to secure the card and reattach the pixis bus slave cable from the main station. Due to lack of phone service and network connectivity, hardware testing could not be performed initially. After launching the application, escort tested the remote manager for functionality. The system functioned as intended after the field service engineer repaired the device.